Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the gas flow had stopped and the surgeon had paused the procedure. The message suggested restarting the unit, which failed to resolve the issue. The surgical prolongation was less than 15 minutes. No harm to the patient, user or third reported.

Manufacturer narrative:
The device was returned to the manufacturing site for evaluation as documented in section d9. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).